Event description:
The customer initially reported that the device jaws locked. The surgeon was able to reopen the device with no damage to the tissue. There was no pt injury. The incident device was returned and a visual inspection revealed that the silicone insulation boot on the device was missing and not returned.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.